Event description:
Affiliate reported that due to overdrainage, the surgeon ordered a CT scan, which revealed the stator was dissolved from the base plate. Therefore, they decided to explant the valve and replace it by a new one. Implantation: unk. Explantation: 2008.

Manufacturer narrative:
Upon complaint of the investigation, a follow up report will be filed.